Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha 32 ipg kit, model: sc-1232, serial: (B)(6), batch: 818807, UDI: (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after experiencing loss of function in her right leg one day following the spinal cord stimulation (scs) implant procedure. The patient was transferred to another hospital where she subsequently underwent a paddle lead and ipg replacement procedure to implant a smaller paddle lead. Postoperatively, the patient was noted to be stable and doing well. However, she remained hospitalized for further evaluation and rehabilitation. The explanted devices were discarded by the medical facility.